Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of the analyzer service history, a search for similar complaints, and a review of labeling. Review of the instrument service history did not identify any other issues that may have contributed to the current event. Tracking and trending did not identify any atypical activity or an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i2000sr analyzer, list number 03m74, was identified.

Manufacturer narrative:
Has been updated to reflect an update to the product concomitant list number. It was changed from 07k78-20 to 07k78-25. An evalaution is in-process.

Event description:
There was a possible delay in chemotherapy treatment for one female patient after higher than expected architect b-hcg results were generated on the architect i2000sr analyzer. The patient was scheduled on (B)(6) 2015 to undergo chemotherapy for thyroid cancer at a different hospital. It is not conclusive whether the patient did incur a delay in treatment. The customer provided the following b-hcg results (miu/ml): sid: (B)(6). Initial: 6.88 iu/l (grayzone), retests <1.2 iu/l (negative), 8.47 iu/l(grayzone). No reactive results were generated. The customer indicated that any result over 5, even when in the grayzone, may cause treatment to be stopped or delayed until they have a clear positive or negative result. There was no clear indication whether a delay did occur for the patient and no retest data was available. The customer did indicate that when treatment is halted it does take a lot of time to reschedule chemotherapy appointments; therefore, they have assumed a delay did occur of an unknown length of time.

Manufacturer narrative:
(B)(4). Unnecessary delay in treatment an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.